Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he had problems with his sensor glucose saying it was 40 mg/dl. The customer stated that after the first orange juice, his blood glucose went up to 500 mg/dl. The customer also stated that he had issues with the sensors over the last 5 weeks. The customer sated that he was really sweaty with all of 4 of them coming off. The customer was advised to monitor the issue and call back if it persists.